Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was able to complete the rewind sequence, but had to try to rewind the insulin pump a few times to get it to work. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.